Event description:
It was reported that the right ventricular lead exhibited noise. The noise was not reproducible with isometrics and pocket manipulation in clinic. The device was reprogrammed and the lead remained implanted. The patient would be monitored.